Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patients implantable neurostimulator (ins) was replaced on (B)(6) 2013 with another device. It was reported there were no "uncomfortable" allegations at time of this report.

Event description:
It was reported that the patient was implanted on 2010 (B)(6) and after the operation, the patient could not walk. It was noted that the patient went to the hospital on 2012 (B)(6) and the health care professional advanced the electrode target for about 6mm. It was noted, the patient could then walk and after taking pills, the symptom improved. The reporter noted that the patient went to the hospital for programming. It was noted that the product remained for about two months. It was further noted that a programming had been arranged on 2013 (B)(6).